Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm, which is off label usage of the device on 09/06/2024. On 09/06/2024, the patient stated the sensor site started bleeding upon sensor insertion. The patient tried to stop the bleeding by applying pressure to the area, but the bleeding continued. The patient then went to the emergency room, where a ¿micro stick¿ was used to cauterize the area. The patient was discharged home the same day. The patient stated the bleeding had stopped by the time of report. No data was provided for evaluation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.